Manufacturer narrative:
Analysis of the lead and implantable neurostimulator found no anomaly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97715, serial#: (B)(4), implanted: (B)(6) 2019, product type: implantable neurostimulator. Product ID: 977c190, serial#: (B)(4), product type: lead. Product ID: 977c190, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977c190, serial/lot #: (B)(4), ubd: 13-sep-2022, UDI#: (B)(4); product ID: 977c190, serial/lot #: (B)(4), ubd: 13-sep-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that high impedance readings kept changing to different electrodes intra-op. The hcp tried a new lead but the issue did not resolve. It was reviewed that the lead might need to settle into position. No patient complications were reported. Additional information was received from the manufacturer representative on (B)(6) 2019 reporting that this was a lead revision and implantable neurostimulator (ins) change. A new ins was used just to be safe and the same issues were occurring. Images of the second ins within the operating room showed the same issues as the first one but on different contacts ( electrodes 6, 7, 12, and 13 as avoid because impedances were 40,000 ohms). The wens was discarded by the consumer and would not be returned for analysis. An image of the connectivity check on the wens with contacts 4, 9, 10 as avoid was provided by the manufacturer representative but they did not believe there was anything wrong with the wens. Immediately postop the impedances as well as connection were still showing red xx. It even went from 3 "bad" electrodes to 4. This morning when the manufacturer representative programmed the patient all was perfect. Green check marks as well as great coverage. No further complications were reported. Additional information received from the rep indicated that they were unsure of the cause of the connection and impedance issues. They stated that they ended up using a new ins and lead. The rep noted that they will be returning the devices they opened and didn't use. No further complications were reported or anticipated.